Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer unable to continue with the call. Unable to reach customer. Most likely underlying root cause: mlc-78-user hematocrit low patient code 3191 (above): no code available - customer reported symptom of slurred speech. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care. No address on file for customer.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Grandmother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling sleepy and was having difficulty speaking and was speaking very slowly and when speaking customer was using a lot of effort to respond to her grandmother medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 01/31/2020, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Callers states her granddaughter is sleepy and when testing meter read e-0. Informed caller what the e-0 meant and customer attempted to run a blood test and could not find the lancets. Informed the caller the customer needs medical attention and to call 911. Caller states she will take her granddaughter to the hospital. Could not continue with the troubleshooting, therefore could not replace.